Event description:
Additional information was received from a consumer (con) that reported the pump had been alarming for many years due to not having a doctor and they take oral baclofen. They inquired about shutting the pump alarm off and getting the pump removed. They reported they were septic in 2019. The patient stated the pump had changed shape and was protruding out more and "now has like nodules around it". They stated they gained a lot of weight and lost total mobility of their arm and shoulder due to scoliosis and were now laying on the pump more.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. H6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-jan-17 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. It was noted that the patient was allergic to morphine. The indication for use was intractable spasticity. The patient had been fighting a urinary tract infection (uti) for over two years that he was not able to get rid of, and he had a hyperpubic catheter that came out. On top of that, it was noted that the patient got pneumonia in 2018. In (B)(6) 2019, the patient also had some gallbladder stones and they thought some of the stones were blocking the duct of the gallbladder. This was discovered when the patient underwent magnetic resonance imaging (MRI). When asked if these conditions were related to the device or therapy, it was indicated that the reporter thought it was possible that something could have happened that set all this off since the patient was not getting the pump medication anymore. It was further noted that roughly five months ago, the patient had gained so much weight over time that he had been "leaning on the pump with the s curve." The pump became rigid at least two months ago, stuck out far, and never stuck out that far before. It was reported that the patient had not gotten the pump refilled since (B)(6) 2018 as the healthcare provider (hcp) discharged him. The pump was supposed to last until (B)(6) 2018, and the alarm had been going off since sometime after it was supposed to be filled. At the time of report, the alarm was a dual tone alarm which had not been turned off. (B)(6) (relative to the date of report) the patient became unresponsive, was running a fever, and couldn't talk. The patient was delusional, and they wanted a manufacturer representative to come check the pump. It was noted that the patient was delirious and had changed completely. The patient was reportedly intubated and it was really serious. It was noted that the patient was currently hospitalized and the hcp was going to try to help the patient find a managing hcp. It was further noted that the patient had been taking oral baclofen but the reporter was not sure how long the patient went without it.